Manufacturer narrative:
This supplemental report is submitting to correct "device product code."

Manufacturer narrative:
The basket of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the basket broke off at 20 mm from the distal end. There was ductile fracture by tensile load at the break point. There was no abnormality in the basket wire diameter. Since the lot number is unknown, the manufacturing history past 1 year from delivery date was reviewed, with no irregularities noted. Based on the similar cases in the past and the doctor's comment, omsc presumes that the subject device was incarcerated due to any of the following possible causes. -the size of the calculus was larger than the duodenal papilla. -the biliary was narrow. -the user held many calculuses at the same time. -the basket wire of the subject device was deformed while the user repeatedly held the calculus. Also, there is a possibility that the basket broke because the calculus was hard. The instruction manual of the device has already warned as follows; do not use this instrument for a calculus that is assumed impossible to be retrieved by this instrument in preoperative diagnosis, intraoperative contrast enhancing or after papillotomy/papillary dilation. Do not use this instrument when it is inevitable to grasp many calculus at a time. The basket with calculus engaged may not be removed from the body. Use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case this instrument with calculus engaged may not be removed from the body, or in case the calculus cannot be crushed even the lithotriptor bml-110a-1 is used in combination. This instrument will deform and/or deteriorate by performing calculus retrieval. Repetition of calculus retrieval will extend the effect. By such deformation and/or deterioration, calculus may not be retrieved and/or the basket with calculus engaged may not be removed from the body. If calculus retrieval needs to be repeated in a single case, make sure to check the action and the appearance each time that no abnormality is detected (e.g, basket wire cut or worn, tube sheath bent etc.). Stop use when any abnormality is detected.

Event description:
During removal of bile duct calculus, the subject device was used. In the procedure, after endoscopic papillary balloon dilation, the user tried to take the calculus with the subject device, but the subject device was incarcerated. When the incarceration was managed using bml-110a-1(emergency lithotripter), the basket wire of the subject device broke. A part of the broken basket wire dropped into the bile duct, but it was retrieved. The procedure was completed with another device. The doctor commented that this event occurred because the calculus was large and hard. There was no patient injury reported.